Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 2 devices exhibited blood leakage from the tubing. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). Investigation summary: bd received two samples and five photos for investigation. Evaluation of the attached photos and returned samples shows evidence of damaged tubing. Additionally, ten retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hole in product/component. Bd initiated further root cause investigation relating to the issue of damaged/ hole in product/component through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.